Event description:
Edwards has learned of an aortic valve that had been implanted for approximately five (5) years, nine (9) months, (69.83 months), that was explanted due to stenosis. The customer reported valve deterioration with increasing gradients over the last 2 years with severe symptomatic aortic stenosis. No other information or patient details have been released.

Manufacturer narrative:
Method: device not available for evaluation. Conclusion: device evaluation anticipated but not yet begun. Additional manufacturer narrative: the DHR review is in progress. The device is being returned for evaluation but is currently en route from (B)(6) to our evaluation facility in the u.s. As soon as the evaluation has been completed, a follow up report will be submitted. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. In this case, no information has been received from the customer regarding the condition of the device at explant, patient, event or current status of the patient. No reports have been released. Therefore, we are currently unable to confirm the clinical comments.

Manufacturer narrative:
Customer report of stenosis was confirmed. Heavy calcification was observed in the cusp areas of leaflets 1 and 3, moderate to heavy calcification was observed in the cusp area of leaflet 2. Calcification restricted mobility in the leaflets and led to stenosis. Minimal host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 3mm. Host tissue was minimal at both the stent inflow and stent outflow. Hematoma was observed on leaflet 1. The x-ray demonstrated calcification, commissure 2 wireform distorted. Sewing ring was cut near commissure 2. These damages are most likely due to explant. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.